Event description:
It was reported that during implant attempt, a vector check was performed and noise appeared on the display, and an electrocardiogram was not found. Then physician changed the position of the electrodes, pressed the electrodes to the skin, pressed the programming head to the blister pack label, and changed electrode pads; however, the noise did not fade away. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned, analyzed, and no anomalies were found.